Event description:
A customer reported to baxter product surveillance of a bioset that had a deformity with the tip of the bioset plastic needle. This condition was noticed during use. There was no patient involved or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Despite the fact that there was no sample provided for this report, a sample was provided in medical device report 6000001-2012-05421. From that sample investigation, it can be concluded that the reported condition was generated at user level during an improper activation procedure. This was further confirmed since a piece of spike tip was found resting on the activation point of the vial stopper. The cause of the reported condition was due to misuse. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.